Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for software error. Customer's blood glucose was unknown at the time of incident. Customer stated that pump alarmed during manual prime. Product will return for analysis.

Manufacturer narrative:
Device received with software error bad pointer alarm loop during power up, problem isolated to mother board. Unable to perform self-test and displacement tests due to software error bad pointer alarm.